Event description:
It was reported that a small volume intermate overinfused; further described as "acceleration of infusion". The issue was identified during patient use. The expected therapy time was 1 hour and 15 minutes; however, the infusion finished in 40 minutes. The device was filled to 130ml with 4g cerezyme. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between february 18, 2020 - february 19, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.